Manufacturer narrative:
The insulin pump was received with cracked and detached end cap. Also, the insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump had a crack and it's currently duct taped. The customer's blood glucose was unknown. The customer was advised to discontinue use of the pump and revert to back up plan.